Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm 30, and since the issue had been previously reported, a decision was made to replace the pump. The customer¿s current pump was still under warranty, so technical support sent a replacement pump. The customer was instructed to return the problematic pump using a pre-paid return box and was advised on how to put the pump into storage mode. The customer also acknowledged the need to program settings and connect their cgm to the new pump.